Manufacturer narrative:
Still implanted.

Event description:
Mobi-c p&f us : patient has a known nickel allergy. No clinical signs at this time.

Manufacturer narrative:
Without a product return, no product evaluation is can be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. It is indicated in mobi-c IFU : the components of the mobi-c® include a cobalt, chromium, molybdenum (cocrmo per iso 5832-12), the materiel standard for the production of mobi-c does allow for up to 1% nickel content by mass. This is the patient¿s concern of the possibility of an allergy to the device. No clinical signs were reported. The investigation currently has not found evidence to indicate a device issue. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Patient husband reported his wife underwent a acdf with a mobi-c disc on (B)(6) 2017. Per information provided, patient husband is concerned over the possibility of an allergic reaction as she has a known nickel allergy and about what they should be looking for. No clinical signs at this time. Quality complaint project manager mentioned to patient husband that surgeon has to test patient and that she can reach out to surgeon to have a peer to peer call if needed. Husband responded that he would first reach out to surgeon. No other information provided.